Event description:
It was observed that during the evaluation a pump turned off without user input. It was also reported that there was no pt involvement.

Manufacturer narrative:
Manufacturer ref no.: (B)(4). The device was received and evaluated by baxter. Review of testing data found pump to turn off immediately while on ac only on (B)(4) 2013. This was caused by the seized motor resulting in the system error 105. The motor assembly was replaced.